Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial number (B)(4). The device was programmed with software version 686m030003. During the analysis of the history log files, no infusion with a rate of 30 ml/h was found. The last infusion was investigated. A space line was inserted and a infusion with a rate of 40ml/h and a volume of 120ml was started. Three hours later the infusion finished and the volume was changed to 80ml. The infusion started again and two hours later a new volume about 41,78ml was selected. The infusion started again and 35 minutes later the infusion stopped. No other abnormalities were found. The complaint could not be confirmed, because no malfunction or abnormities could be found in the device history.

Manufacturer narrative:
(B)(4). The history files of the pump has been requested to send it for investigation. A follow up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "under infusion". Customer information: pump reported to have incorrectly infused. User set up a delivery rate of 30ml per our over 3 hours, however the infusion took 5 hours.